Event description:
It was reported that there were coupling and communication issues. It was stated that the screen looked like it was charging but the implantable neurostimulator (ins) would not hold a charge. An ins overdischarge was suspected, and "patient compliance was the primary reason for overdischarge." The last time the patient reportedly felt any stimulation was "1 to 2 months" prior to this report; the last successful recharging session was reportedly the night before this report. It was stated that the screen "normally" displayed poor communication. It was noted that an antenna locate feature was attempted three times, and the patient was unsuccessful in reaching a power on reset (por). It was stated that the patient did not use stimulation "constantly," and only used it when he was walking, active, or started to feel pain. An appointment was scheduled for (B)(6) 2012. It was later reported that there was a replacement surgical intervention. It was stated that the cause of the event was attributed t o the recharger. It was noted that the battery depletion was unknown. The patient did not require hospitalization and the patient outcome was no injury. No further information was given.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), product type lead, product ID 377675, lot# v014859, implanted: 2009 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient, product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).